Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 29. On 2024-01-09, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.